Event description:
Balloon dilation of two places in patient's esophagus, after the second time the balloon after deflation would not come back through the scope. Upon removing scope with balloon still through it, it was noticed that the wire had gotten a kink in it at the end which would not allow it to withdrawal through the scope. Wirecutters had to be used to removed the bent part of the wire and remove the balloon from the scope.